Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned impactor confirms the impactor bolt, spring and positive lock bolt came apart from the device. All pieces of the device were returned for evaluation. The visual inspection also confirms cement on the cam arm of the device. The device exhibits signs of significant wear and use. A medical investigation was conducted and confirms per email correspondence, there was no patient injury, and there were no broken fragments inside the patient. A change of technique was used to complete the procedure, with less than 30-minute delay, using a pliers to unscrew and ultimately release the implant. No further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka the screw that locks the final implant in place broke causing the final femur with cement on it to be stuck to the jrn ii bcs lck fem implant impact, no foreign pieces ended up in the patient. The physician could unscrew it using plyers to release the implant. Implant was placed onto patient using physician hand and then pounded with another impactor. The procedure was completed with a change in a surgical technique, without any significant delay. No patient injury or other complications were reported.